Event description:
Nidek received a complaint from a customer on (B)(6) 2014. Customer reported that mk-2000 hand piece s/n (B)(4) was not oscillating forward when assembled with the suction ring and blade holder. Hand piece could oscillate forward without the blade holder and suction ring. The event occurred during testing on (B)(6) 2014 and no pt injury was reported at the time.

Manufacturer narrative:
The affected device was returned to nidek for eval on 08/04/2014. Nidek service engineer (se) had conducted an eval and the mk-2000 hand piece sn: (B)(4), blade holders (bh20093-132) and other parts and accessories were tested for proper operation. On eval se confirmed that the blade was not oscillating; however, the hand piece was within specs. Service engineer found that the blade sliding clearance for bh20093-132 was out of specs which had caused the oscillation problem. Se confirmed that the customer had been using third party's blade for long time that had resulted the deterioration of the blade holder. Reference: nidek keratome, model mk-2000, operator's manual, us edition:-2.3 in use, 2.3.3 blade and tio. The blade holder bh20093-132 could not be repaired and could no longer be used for surgery. Nidek contacted customer to gather add'l info regarding the reported event and confirmed that there was no pt injury involved with the event. Nidek considers this failure mode a reportable event as the device has malfunctioned and has a potential to cause or contribute to a serious injury if the malfunction were to recur.